Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ii ultrasound gastrovideoscope. All channels tested positive for eleven (11) colony forming units (cfus) of escherichia coli. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed with aniosyme xl3. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end/areas around the elevator were manually cleaned with aniosyme xl3 detergent and an olympus brush (ref # bw-412t and bw-400l). The scope was manually disinfected with anioxyde 1000. The aer used was a etd4 along with endodet detergent and endodis disinfectant. The scope was stored horizontally. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.